Event description:
A baxter service technician reported an occurrence of a failure code 550:320:675:0000 upon initial power up. This failure occurred during inspection of the device, and there was no patient involvement. There were no reports of patient injury or medical intervention caused by the failure of this device.